Event description:
It was reported that cartridge alarm occurred during cartridge loading because caller removed used cartridge before being prompted. There was no adverse impact to the customer's blood glucose level. Caller was educated by technical support on proper loading steps, assisted in loading new cartridge, and successfully resumed insulin therapy, and no additional information was received regarding the cartridge lot.